Event description:
A healthcare professional reported that a flap tore at the hinge upon lifting in the patient's right eye during lasik surgery. Flaps were created with no issues, and the patient is doing well. The flap had a slightly sticky lift, but this shouldn't account for the tearing of the hinge. There are two related reports for this event. This report addresses ml, the patient initial's, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date and confirmed that device met specifications a per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon lost vacuum one two times and vacuum two once during the docking process/before the treatment. Suction ring and patient interface were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Most probable root cause is patient¿s previous condition and multiple docking attempts leading to the weakening of the flap. The manufacturer internal reference number is: (B)(4).